Event description:
It was reported that a malfunction occurred on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.